Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The instrument was found to have one severely bent grip, causing 1.05 mm misalignment of the grip-tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the tenaculum forceps instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the surgeon experienced an issue with controlling a tenaculum forceps instrument. Due to the unavailability of other sterile forceps instruments, the surgeon elected to convert the case to an open laparotomy. The conversion had been considered because "it was impossible to catch the fibroid properly". The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.